Event description:
As reported, after the initial inflation and deflation of a 5mm x 30cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter, the balloon pressure stopped rising midway during a second inflation and it was determined that the balloon had ruptured. As a result, a new 5mm x 30cm saberx radianz pta balloon catheter was used as a replacement and was inflated without issue. The procedure was completed with a 5mm x 200mm non-cordis drug coated balloon catheter. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat a 100% in-stent occlusion within the superficial femoral artery (sfa). The target lesion had mild calcification but no tortuosity. The occluded stent was a non-cordis 6mm x 150mm stent and had been implanted for 1.5 years. A 6f non-cordis short sheath was used for access. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging components. The device was prepped with a 1:1 contrast to saline ratio and was able to maintain negative pressure during preparation. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82258873 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, after the initial inflation and deflation of a 5mm x 30cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter, the balloon pressure stopped rising midway during a second inflation and it was determined that the balloon had ruptured. As a result, a new 5mm x 30cm saberx radianz pta balloon catheter was used as a replacement and was inflated without issue. The procedure was completed with a 5mm x 200mm non-cordis drug coated balloon catheter. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat a 100% in-stent occlusion within the superficial femoral artery (sfa). The target lesion had mild calcification but no tortuosity. The occluded stent was a non-cordis 6mm x 150mm stent and had been implanted for 1.5 years. A 6f non-cordis short sheath was used for access. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging components. The device was prepped with a 1:1 contrast to saline ratio and was able to maintain negative pressure during preparation. The device was not returned for analysis. A product history record (phr) review of lot 82258873 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The device was used during a procedure to treat a 100% in-stent occlusion lesion with mild calcification. Stent struts can easily damage balloon material when attempting to cross inside the stent and/or upon inflation. However, without the return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline).¿ never use air or any gaseous medium to inflate the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.